Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the probe broke off while making a pilot hole in the iliac crest. The tip could not be retrieved from the patient's bone. No additional patient complications were reported.